Event description:
The device was returned to the service center for a report from the customer contact that the device failed the pvt audio test. This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with an s205 (battery failure) error code.

Manufacturer narrative:
Testing and investigation found that the device alarmed with an s205 (battery failure) error code. The probable cause was due to the secondary speaker was not working due to a disconnected cable from the coin cell t the power supply printed circuit board. The root cause identified was due to incorrect installation of components during configuration change up of the psc (power supply controller) printed circuit board. In addition, the coin cell battery was found depleted. This can also cause a s205 malfunction alarm code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.